Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated that yesterday they had their nerves burnt on the right side of their back so they had to turn the stimulator off. Patient stated that when they turned the stimulation on they got a hell of a jolt and on the left side of their back. Patient said they don't know if that's because they burn their nerves on their right side and it doesn't work on the right side anymore but the left side is more powerful. Patient mentioned they don't know if they were suppose to be on group a, b or c. Agent walked patient through switching from group b to group a. Agent walked patient through adjusting the stimulation to a comfortable level and patient confirmed they were able to feel stimulation on their mid back and lower back on the left side. Patient also mentioned that sometimes when they lean back the stimulation will get them. Patient will maintain stimulation level, will continue to monitor and will follow up with their hcp if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.